Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer's blood glucose (bg) level. The contact stated infusion set site changes would be performed to address the issue and if this action did not resolve the issue, supply changes would be performed. During a follow-up, the contact reported no additional occlusion alarms had occurred. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.